Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 system. The incident occurred in augusta, georgia. Through follow-up communication livanova learned that customer requested phone support and that maintenance on the device is handled by the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Customer services his own equipment.

Event description:
Livanova received report that a "short term internal malfunction " error message occurred on a pump used on a s5 system during procedure. Reportedly the pump did not stop. There was no patient injury.

Manufacturer narrative:
The reported error message indicates that an internal malfunction has occurred and possible fault could be the related to the main processor of the circuit board hkr. According to the complaints database review no other similar issues have been submitted for this unit since its installation in 2014. The most likely root cause of the reported issue was a faulty hkr board. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.